Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the cubie pocket had a broken lid. A field service engineer recommended customer to replace the cubie in tray to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system had a storage space failure in half height cubie pocket. The customer reported that the malfunction occurred when tried to issue medication to patient and their need to seek the required medications from another station. There were no adverse events or injuries reported based on this event.